Manufacturer narrative:
The omniwire was returned for evaluation. The omniwire was visually and microscopically inspected. The distal coil and shaping ribbon were broken in two parts. The core wire and shaping ribbon were exposed. Sharp edges were observed. There was no missing material. The probable cause of the reported failure is damage in use. Manipulation and strain can damage the internal components.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The omniwire has not been returned for evaluation, thus no returned product investigation was performed.

Event description:
It was reported that during the second run of a diagnostic coronary procedure, in a severely calcified mid lad, the distal tip of the manufacturer's wire separated in two pieces. The distal tip was retrieved using a snare. The patient was discharged the following day in stable condition. This adverse event and product problem is being submitted because the wire tip separated inside the patient, requiring additional intervention.